Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Electrical function of the lead was tested and observed with no anomalies detected. Physician elected to leave the lead implanted.